Event description:
It was reported that high impedances were seen on all bipolar combinations on the lead on patient's right neurostimulator system (the patient had 2 device systems). The patient also experienced worsening depression (per protocol) as noted by a 25% increase in the (B)(4) from baseline. X-rays were taken to rule out any adverse event and showed that all device connections looked normal. The patient was reprogrammed and was monitored with increased vigilance per telephone. The patient outcome as noted on (B)(6) 2009 was reported as resolved without sequelae. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 3391s-40, lot #v159369, implanted: (B)(6) 2009, explanted: (B)(6) 2010, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, left device system: neurostimulator: model 7428, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, lead model 3391s-40, lot #v159369, implanted: (B)(6) 2009, explanted: na, extension model 7482a51, (B)(4), implanted: (B)(6) 2010, explanted: na.